Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A DHR review wasn¿t performed as this device has been serviced before/serviced multiple times. A review of the previous service was performed. The previous service had no abnormalities noted that could have attributed to the failure(s) in event. Because of this, it¿s likely that the issues reported in the event weren¿t from the service of this device. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/damaged sprf board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated at the customer sight, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the generator had a faulty sprf board. There were no reports of patient harm.